Event description:
Reporter calling stating "I don't think the FDA is doing their job; they are protecting the interests of industry." Reporter states that his healthcare provider, kaiser permanente, is just one of numerous healthcare centers across the country that are not following guidelines in regards to radiation exposure in pet (positron emission tomography) scans and CT (computerized tomography) scans. Reporter states there are three main problems: healthcare centers are not properly informing patients of radiation risk; healthcare centers are not documenting the amount of radiation exposure with each scan in a patient's medical record; healthcare centers are not following "worldwide recognized standards" of radiation exposure guidelines. Reporter states that each pet and CT scan exposes a person to the equivalent of "approximately 179 x-rays". Reporter believes that repeated radiation exposure from pet scans and CT scans beginning in 2007 has resulted in him developing colon polyps and possibly colon cancer. He states that staff at kaiser are "trained to be ethical" in exposing patients to as minimal radiation as is necessary in performing pet and CT scans but that staff are "not following these principles and standards." Reporter is concerned that the FDA is not regulating pet scans and CT scans. Ref report: mw5115637.